Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: a review of the black box did not show any power issues. Visual inspection revealed no damage to the battery cap or battery compartment. The battery cap secured properly to the pump. The pump powered on normally and was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no defects were found to the power circuit. The complaint could not be confirmed or duplicated on investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.